Event description:
It was reported that doctor exchanges a stryker 36mm +7.5 biolox head for a 40mm +12 cocr head. Cup and liner were biomet products. He exchanged the liner in the biomet cup. On (B)(6) 2014, the sales rep indicated that the patient was revised due to pain. During the revision surgery, the surgeon noted that the patient had a cracked calcar.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 36 mm +7.5 biolox head. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
The patient is (B)(6). An event regarding a periprosthetic fracture using a biomet cup and liner with a stryker head was reported. Conclusion: the reported event involves revision and a cracked calcar. The patient had a biomet cup and liner used with a stryker head. This application of competitor product with stryker product is not advised. A review of records indicated qin 4350 was packaged with the device at the time of manufacture. Review of the most recent version of the document, noted ¿do not substitute another manufacturer¿s device for any of the howmedica osteonics trident system components because design, material, or tolerance differences may lead to premature device and/or functional failure. Components of the system have been specifically designed to work together. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting mixed component implant.¿ based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was reported that doctor exchanges a stryker 36mm +7.5 biolox head for a 40mm +12 cocr head. Cup and liner were biomet products. He exchanged the liner in the biomet cup. On (B)(6) 2014, the sales rep indicated that the patient was revised due to pain. During the revision surgery, the surgeon noted that the patient had a cracked calcar.